Event description:
(B)(4). Let me start out by saying I have never been able to wear cheap or fake jewelry especially not earrings my neck and my fingers and my wrists my ankles turned green and itch if I wear fake jewelry if I put earrings in my ear that are not sterling silver or gold my ears swell itch ache not just for the time that I have them in but for days after I remove them too if I hold lose change in my hands my palms itch like crazy... And why does my body react that way to cheap jewelry and change? Because I have a nickel sensitivity or allergy.. Well... The essure is made up of a nickel titanium alloy ... That, I was never informed of and it was not in the paperwork or in the brochure the informational packet or the speech that the doctor gave me and my husband explaining how beneficial this procedure would be for me. I've been to doctor after doctor misdiagnosed with so many stupid things like cardiovascular issues psoriasis eczema cystic acne the list goes on... I've even been told it's all in my head. When I first got the coils in 2012 I broke out full body with red raised hives itchy and drove me insane almost literally my doctors gave me a slew of medications and the rash went away after about a month but the itch has always been there still years later everywhere I have many many other side effects or symptoms illnesses whatever you want to call them some not so bad many far worse including lsil severe cervical dysplasia lesions cervical cancerous cells ovarian cysts severe abdominal pain severe cramping and bleeding chronic daily headaches and migraines my hair is falling out I have sores all over my scalp that are very painful it hurts to wash my hair it hurts to comb my hair or brush my hair I feel like I am constantly in a fog I can't remember anything. I experienced and or continue to experience: vertigo, anemia, insomnia that gets so bad I have night terrors, uncontrollable blood sugar, neurological issues, ptsd, severe depression, severe anxiety, panic attacks, unexplained fevers, chills, allergic reactions, metal poisoning, heart palpitations, irregular heartbeat rhythm, vision problems. I have high blood pressure, and low blood pressure so I black out. I have tingling in my arms and my legs, my feet were numb for almost a year. I couldn't feel a few of my fingers for years. No matter how much I drink my body is always dehydrated! My weight is all over the place I gain 20, lose 15, gain 30, lose 20 it's crazy! My skin and my fingernails have changed in a bad way... Constant ingrown toenail's and fingernails, if the numbness wasn't present my feet killed me with pain, I could barely walk some mornings, it would take me over 20 minutes to walk from my bed to the living room or kitchen. My big toes hurt the most and daily regardless, my feet and hands change colors sometimes a purple /black sometimes a white /grey... Doctors say it's nothing. I have hip bursitis, took medication for months then when they wanted to stick needles into my hip I quit going and just deal with it. I have had 6 molars shatter, only 5 removed so far, I have no dental insurance so I suffer w the one broken molar still in my mouth. It hurts to brush my teeth and it hurts to eat. I am either completely without emotion, or overly emotional. I cry every day. I'm angry a lot with, a sometimes out of control rage, it takes so much effort for me to be happy. I went from extremely happily married to my best friend, to a marriage and friendship destroyed!! I truly believe with all my heart that this is the underlining reason why my marriage has been destroyed!!! I am tired all the time! I never want to do anything! I make excuses not to go out constantly when I'm asked to go out. I have almost no friends left. I have to make myself get out of bed, take a shower, I haven't put make up on or done my hair other than for my modeling in longer than I can remember. I pretend to be happy, I fake a smile, I don't have a drive for life anymore! I've seen several psychologists and have been in counseling, both personal and for my marriage. I've had years of testing, procedures, and surgeries, all leaving me still sick, with more side effects more failed attempts at finding the problem. I'm going in for my next heart monitor soon. I've been seeing a cardiologist due to the lasting and amplified effect of these coils. I have more prescriptions than I know what to do with, but they make me sick so I never take them. Last month I threw away close to 30 pill bottles with my name on them. I had a plastic tote full of prescriptions. My life is falling apart and I feel like I'm losing my mind, literally feel like I'm going insane! I've even attempted to attempt suicide! This has all just been too much, I have withdrawn from my family, from my friends, from my husband, some things are just to personal to list both sexual and bowl problems, literally more and more often day after day I stay in bed... This has greatly affected my relationship with everyone in my life, including my children! My attitude, my emotions, my mental state, my physical state, has severely damaged every relationship that I have ever had in my life! It's taken me away from my children, it took me away from my husband.... It took us from each other, and it keeps me away from my family and my friends... I have been robbed of myself! My body, my mind! I'm not myself! And even though I can declare to everyone and anyone at any time that I feel like, that I haven't changed, that I've been the same that I have always been... I see things now and I know I'm not the same... But I also know this isn't my fault! My words, my attitude, my anger, my sadness, and what is called my laziness, these are not me! These are not things that I was!!! These are things that the essure gave to me, in exchange for choosing to not having another child...